Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was later received that fluoroscopy was performed, which confirmed a lead conductor fracture. It was noted the patient was not receiving pacing when required. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise and oversensing. Pacing was noted to be above the lower rate limit due to noise response pacing. High out of range pacing impedances were observed in a bipolar configuration, but not in a unipolar configuration. Device reprogramming was performed to help mitigate the issue. No adverse patient effects were reported.